Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on mid to late (B)(6) with blood glucose of 490 to 600 mg/dl. The customer's current blood glucose is 232 mg/dl. Customer¿s blood glucose level was 297 mg/dl at the time of incident. The customer was treated by insulin and intravenous fluids. Customer was having stress from heart attack troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.